Event description:
The dealer alleges the customer was charging the unit when flames came out the charging port. There were no injuries.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.